Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-product analysis: the device was returned and evaluated by product analysis on 07/19/2016 with the following findings: the complaint could not be investigated due to an unrelated issue reported separately. The keypad was found to be intact; no peeling or lifting was observed. There was no evidence of keypad contamination found under the key contacts. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.